Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was confirmed that the device would not show an image with 180-sereies scopes due to printed circuit board failure. In addition, service found the chassis was corroded, the front panel was damaged, the video connector socket would not hold a camera head, and the light-emitting diode (led) ring of the power switch was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a distorted image with olympus 180-series scopes. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.